Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that a patient had their vns explanted due to an infection. The device was implanted in (B)(6), turned on in (B)(6) where the wound was observed to have dry scabs, but no redness around the wound and then explanted in (B)(6). It was noted that the incision site had not completed healed well since surgery and only got worse with the wound oozing with leakage and turning bright red. The patient did not pick at the wound but she does sleep on her stomach. The wound was further explained to be an erosive scar with only a thin blister on the left side, red wound edges. No obvious dehiscence or pocket opening. There was no obvious subcutaneous or fluid pocket around battery. Not evident painful / annoying on palpation. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformance's were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.